Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was returned because the device keeps running when connected to the battery. The product was received at service and repair who was able to repair the device. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
Service and repair report states that a hand piece for battery powered driver keeps running when connected to battery. This is report 1 of 1 for (B)(4).